Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus a noisy and no image issue. The e226 error code and the color tone abnormality of the image was not reproduced by olympus. The noisy and no image issue was presumed to be caused by a module failure. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
In addition to the e226 error, the customer reported an image issue with an artifact in the image.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a e226 scope communication error, only works on certain camera heads. The issue occurred during preparation for use. There were no reports of patient harm.